Manufacturer narrative:
510 k # : k142688. Device evaluation: 1 unit of lot c1571050 of echo-hd-19-c was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 01 april 2020. The needle was found to be broken proximally approx. 28.3cm from base of the hub. The distal end of the needle was observed to be damaged. The sheath was observed to have a kink and be broken below the sheath extender, however this sheath breakage was confirmed to have occurred during decontamination of the device. Clarification was requested as follows; ¿is the following the sequence of events that happened? The needle broke below the sheath extender in the patient as per the 1st & 2nd photo below. The scope and the needle were removed from the patient. The needle was taken out from the scope by using the tool below in the 3rd photo and this caused the distal end of the needle to be damaged/deformed as per the 2nd photo¿. Reply was received as follows; ¿yes I can confirm, this was the real procedure.¿ document review including IFU review: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl (d00059776 (qsi0975) rev. 031, d00052143 (prd 0355) rev. 020 and d00055331 (fqc0206 ver. 19)). A review of the manufacturing records for echo-hd-19-c of lot number c15710507 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1571050. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement potentially causing the needle to break or excessive force applied on attachment of device to the scope. This would have led to the needle retraction difficulties reported. A CAPA ((B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The scope and the needle were removed from the patient and the broken needle section was then removed from the scope. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Needle broke during the procedure. "As per cc form": endoscope without problem in the stomach pushed, needle trough the working canal without problems in position , needle without problems go out, liquid splash won, retreat of the needle in the catheter not possibly, handle with catheter remotely, needle in the endoscope, endoscope with needle remotely, needle forwards with tools ( picture) from endoscope remotely a section of the device did remain inside the patient¿s body. The complete needle and go out with the endoscope. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510 k # : k142688. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle broke during the procedure "as per cc form": endoscope without problem in the stomach pushed, needle trough the working canal without problems in position , needle without problems go out, liquid splash won, retreat of the needle in the catheter not possibly, handle with catheter remotely, needle in the endoscope, endoscope with needle remotely, needle forwards with tools (picture) from endoscope remotely. A section of the device did remain inside the patient¿s body. The complete needle and go out with the endoscope. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.